Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that upon interrogation, the pulse generator exhibited premature elective replacement indicator. The device message was cleared. The patient did not experience any symptoms. On (B)(6) 2015 the device was explanted. No additional information was provided.